Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800679. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation of the sigmoid colon, a user was not able to load the applier with a clip. After several attempts to load outside the operative field had failed, the user replaced with another applier. No health injury occurred to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was received with the first clip out of position in the channel. The sample appears used as there is biological material present on the device. Reference file: (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load. It was noticed that the rotation tab was bent. The next two clips were also unable to load properly. The misloading of the clips and the bent rotation tab are both indications that the clips were out of position and stacking on one another. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the indicator clip was out of position which is another indication that the clips were out of position in the channel. The sample was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined exactly how or when the clips became out of position. The IFU for this product: l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading" was confirmed based upon the sample received. One device was returned. The device was received with 3 clips remaining in the channel indicating that 12 clips were fired by the end user. Upon functional inspection, none of the clips were able to properly load into the jaws of the applier. The rotation tab was bent , and the indicator clip was found to be out of position in the channel. The misloading of the clips, bent rotation tab, and the indicator clip being out of position are all indications that the clips were out of position and stacking on one another. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that during an operation of the sigmoid colon, a user was not able to load the applier with a clip. After several attempts to load outside the operative field had failed, the user replaced with another applier. No health injury occurred to the patient.